Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure scope communication error e238 was not confirmed. Based on the results of the investigation, a probable root cause could not be identified.¿ in addition, the following reportable malfunctions were identified during the device evaluation: crystallization inside the u plug (ultrasound plug) unit and image had blackout. A root cause could not be identified. Based on the results of the investigation, the most probable cause of image had blackout cause due to cause traced to component failure and crystallization inside the u plug (ultrasound plug) could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had scope communication error e238. The issue occurred during inspection for use. There were no reports of patient involvement.